Event description:
The catheter separated from the hub after being in place one week. It was retrieved with a gooseneck snare and was replaced with another periperally inserted central catheter line without patient complications.